Event description:
It was reported that patient underwent total hip arthroplasty approximately five years ago. Subsequently, patient began experiencing pain six months ago and a revision procedure has been performed. It was noted during the revision that the patient's tissues were black and the acetabular cup, femoral component and modular head were removed and replaced. No further information has been received to date.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of the returned component found evidence of indentation on the neck consistent with impingement and subluxation of the modular head. (B) (4)

Event description:
It was reported that patient underwent total hip arthroplasty approximately five years ago. Subsequently, patient began experiencing pain six months ago and a revision procedure has been performed. It was noted during the revision that the patient's tissues were black and the acetabular cup, femoral component and modular head were removed and replaced. No further information has been received to date.

Manufacturer narrative:
Date of event - unknown. Date implanted - approximately five years ago. Date explanted - unknown. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. (B) (4).